Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that there was a small tear in the outer hose near the muffler. It was determined that this was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. The assignable root cause was determined to be due to misuse, abuse and/ or error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during the pre-testing process, it was observed that the motor device did not spin. The event was not related to surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial report stated that the device was not available for evaluation. It has been updated to (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.